Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. There was no interventions completed at this time. The patient was stable with no consequences.